Event description:
It was reported that the implantable neurostimulator (ins) worked for a few months and then it didn't help and it was removed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).